Event description:
Freeze and defrost gets stuck. Confirmed complaint: freeze not being unlocked by defrost. Tension spring missing. Leaking at hp line into valve body. Replaced high pressure fitting at valve body. Adjusted trigger levers. Repair order (B)(4). From s&r: it would thaw if the defrost lever was activated, but once the lever was deactivated it would be freezing again instead of being off. Ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
Freeze and defrost gets stuck confirmed complaint: freeze not being unlocked by defrost. Tension spring missing. Leaking at hp line into valve body. Replaced high pressure fitting at valve body. Adjusted trigger levers. Repair order (B)(4). From s&r: it would thaw if the defrost lever was activated, but once the lever was deactivated it would be freezing again instead of being off. 1216677-2022-00144 ll100 cryosurgical 900001 e-complaint-(B)(4).

Manufacturer narrative:
Investigation. X-review DHR . X-inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 12/16/2016 under wo #(B)(4) and shipped on 06/07/2017. Manufacturing record review: DHR 207626 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 98115, this unit was at csi on 03/23/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was missing the tension spring in the trigger assembly and a leak at the high pressure line into the main valve body. Root cause: a root cause for this complaint condition is not readily available. The evaluation findings may indicate the unit had been handled roughly as each unit is tested for function and leaks. This unit was in service for 5 years with no prior service history and the missing spring suggests the unit could have been impacted jarring out the spring. Correction and/or corrective action. The unit was repaired, tested and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary.